Manufacturer narrative:
G4:17dec2020; b4:21dec2020. The customer confirmed the reported failure through a diagnostic error report but could not replicate the issue. The customer identified air inlet filter is not too dirty, and the cooling fan is working. Remote service engineer (rse) suspects blower assembly. The customer ran the unit for 48 hours by verifying blower temperature three times the maximum temperature at <34°c. The unit was tested, and it was returned to service. There were no parts that were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03nov2020.

Event description:
The customer reported the unit gave a blower temperature error while in use. The unit was in clinical use but there was no patient harm.